Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigations requested for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was removed in the initial surgery section d7: if explanted; give date: na (not applicable) the lens was removed in the initial surgery. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient''s eye but had to be cut out and removed. The patient was sent home aphakic to rest and then return for an anterior lens implant at a later date. It was noted that the haptic of the lens had broken. Patient was noted to have scarring. No further information was provided.